Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation, however, a review of the event trace log indicates that a tbn estp alarm occurred on (B)(6) 2019. As a precaution, the turbine was replaced.

Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator stopped working while in use on a patient. There was no patient harm associated with this reported event, the customer switched the patient to another ventilator.